Manufacturer narrative:
Concomitant products: product ID 3998, lot# v012618, implanted: (B)(6) 2006, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).

Event description:
It was reported that the patient had difficulty communicating and had been able to charge. It was stated that the patient last recharged 1.5 to 2 years ago. It was stated that the patient was 'attached' 1.5 to 2 years ago and 'thrown up against a brick wall several times.' The patient had been unable to charge since that incident. It was noted that the patient had pocket soreness or felt shocking in the pocket at times. It was also noted that the patient had lost 'a lot' of weight. Additional information received reported that the manufacturer representative had met with the patient and went through the 'reset mode.' It was stated that there was a power on reset (por) that was successfully cleared and the charged to 75%. The error code that appeared on the clinician programmer was '0x8.' It was noted that the error message stated the battery had been 'depleted or compromised.' The patient was told the need to charge her device completely and to watch recharging closely. All of the patient's impedances tested above 3,600 ohms, but the patient was receiving effective therapy.

Event description:
It was noted, patient had no stimulation and they were probably in overdischarge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had the implant replaced because it had broken. The patient believed it broke sometime in 2012 but wasn¿t sure. It was explained that she was helping someone who was getting beat up and she got slammed against a concrete wall a couple of times and it broke her machine. The patient then started having trouble getting it charged and it was too much trouble getting it charged.